Event description:
A foreign incident occurred outside the united states and was limited to a single country. A customer ordered a navina small rectal catheter intended for transanal irrigation but received a navina regular rectal catheter instead. The discrepancy was identified prior to use; the catheter was not used and was returned to the manufacturer.

Manufacturer narrative:
A foreign event involving a mispackaged device. A customer ordered a navina small rectal catheter intended for transanal irrigation but received a navina regular rectal catheter instead. The discrepancy was detected before use. The catheter was not used and was returned to the manufacturer. The manufacturer conducted an investigation and confirmed that the incorrect catheter size had been included in the kit during assembly for one specific batch. All remaining kits from the same lot were quarantined before distribution, and the kits previously delivered to the customer have been returned. No harm occurred, and no patient exposure took place. The root cause was identified as an isolated component mix up during manual kitting. A CAPA has been initiated to strengthen component segregation, review assembly controls, and prevent recurrence.